Event description:
It was reported that, "the insert did not lock into place. A new insert needed to be opened to complete the case."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.